Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "in the last batch purchased, when he removes the safety shield (orange cover), the needle looses from the syringe body (together with the plastic part), getting stuck in the orange shield. It occurred in 3 syringes from the same batch. Has occurred in 2017 too."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "in the last batch purchased, when he removes the safety shield (orange cover), the needle looses from the syringe body (together with the plastic part), getting stuck in the orange shield. It occurred in 3 syringes from the same batch. Has occurred in 2017 too."